Event description:
It was reported that during a lobectomy procedure, it was found that the staples were malformed after firing the device. The surgery was completed by handsewing. The pt was fine.

Manufacturer narrative:
Info anticipated, but unavailable at this time.